Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported following the implant of cardiomems sensor the patient visited the emergency room due to experiencing intractable bleeding. No other complication was noted. Pressure, skin glue and surgifoam were applied on the wound to no avail as the bleeding did not stop. Later, a sand bag was applied which stopped the bleeding. Patient stayed in the emergency room for the night and was discharged the following morning asymptomatic. The patient was advised to stop aspirin and continue plavix and xarelto as is. Additionally, it was noted the patient is a clinical study patient and the reported adverse event is not related to the device but to the procedure.

Manufacturer narrative:
This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(Corrected data): (initial reporter): information in initial reporter was inadvertently reported incorrect in the initial report. This report consists of correct information. (Manufacturer contact): information in manufacturer contact was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.